Event description:
During an implant procedure, the leadless pacemaker (lp) was unable to be separated from the catheter. The lp was attempted to be docked again but was unsuccessful. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. Visual inspection of the device did not reveal any anomalies on the outer helix, but the inner helix was out of specification which is consistent with procedure damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed did not reveal any anomalies.